Manufacturer narrative:
The explanted devices were not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the pocket and lead site. The patient underwent an explant procedure. No device malfunction suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the pocket and lead site. The patient underwent an explant procedure. No device malfunction suspected.